Event description:
This lead was explanted after dislodgement when patient was in a car accident, causing undersensing and high thresholds. The stylet was not able to advance to be able to reposition the lead and a new lead was chosen. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.